Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit found issue is cause by the failure of the button panel. The fse replaced the keypad assembly and overlay,keypad,chinese. Then, the fse carried out functional testing as per factory requirements and the unit was delivered in good working conditions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit's backlight of the start button does not light up. The equipment does not have any fault alarm and the rebuttal function is normal. The key function is also normal. The device was randomly replaced. No one was injured.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).